Event description:
It was reported by the clinician that the procedure was being performed on a male patient (pt) with a right femoral arterial approach in the cath lab. Pt was being moved from gurney to a bed. When pt got to the bed he was bleeding from the sheath site. It took several minutes to figure out the sheath side arm flush port had been pulled loose and the blood was coming from the sheath, so applying direct arterial pressure did not stop or even slow down the flow of blood. When the problem was finally found, it was easily fixed by exchanging the sheath for another sheath. Pt had heparin and reopro on board so his clotting factor was pretty high. There were no patient complications reported.